Event description:
It was reported that a one-link needlefree IV connector had an issue with no flow. The customer stated that the clinician was unable to draw blood or had difficulty drawing blood when using the one link. The customer indicated that blood was attempted to be drawn using a syringe and that the one link cap was attached between an unknown IV set and a central lumen catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.